Manufacturer narrative:
Additional information: the 2008t machine was later inspected by both the user facility technician, and the fresenius regional equipment specialist (res) and passed all functional tests without issue. Clinical investigation: there is a temporal relationship between the patient coding and hd therapy on the fresenius 2008t machine as the patient was connected to the machine at the time of the event. There is no documentation to show a causal relationship between the event and the 2008t machine as there were no reported diagnostic messages or audible alarms during treatment. Additionally, there is no reported allegation of a machine malfunction or deficiency related to this event. The +12 volt error message which occurred the previous day was not able to be reproduced and the machine was evaluated by the biomedical technician prior to this patient¿s treatment. It is unknown if the patient had any comorbidities or concomitant medication which could have caused or contributed to the event. Based on available information, a cause of the cardiac arrest cannot be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported a patient that suffered a cardiac arrest issue during their hemodialysis treatment. The patient did not complete treatment. Additional patient information was requested, but was not provided. There is a temporal relationship between the patient coding and hd therapy on the fresenius 2008t machine as the patient was connected to the machine at the time of the event. There is no documentation to show a causal relationship between the event and the 2008t machine as there were no reported diagnostic messages or audible alarms during treatment. Additionally, there is no reported allegation of a machine malfunction or deficiency related to this event.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between the patient coding and hd therapy on the fresenius 2008t machine as the patient was connected to the machine at the time of the event. There is no documentation to show a causal relationship between the event and the 2008t machine as there were no reported diagnostic messages or audible alarms during treatment. Additionally, there is no reported allegation of a machine malfunction or deficiency related to this event. The +12 volt error message which occurred the previous day was not able to be reproduced and the machine was evaluated by the biomedical technician prior to this patient¿s treatment. It is unknown if the patient had any comorbidities or concomitant medication which could have caused or contributed to the event. Based on available information, a cause of the cardiac arrest cannot be determined. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.